Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is nothing noted; however, that suggests product error regarding the reported event. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution in january 2000. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.